Manufacturer narrative:
The qc was acceptable. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable pth elecsys e2g 300 results for 7 patient samples and questionable elecsys tg ii results for 3 patient samples on a cobas e 801 analytical unit. Pth results: sample 1: the initial result was 33.1 pg/ml, and the repeated result was 59.0 pg/ml. Sample 2: the initial result was 18.3 pg/ml, and the repeated result was 37.8 pg/ml. Sample 3: the initial result was 6.9 pg/ml, and the repeated result was 16.7 pg/ml. Sample 4: the initial result was 19.9 pg/ml, and the repeated result was 37.0 pg/ml. Sample 5: the initial result was 16.8 pg/ml, and the repeated result was 31.1 pg/ml. Sample 6: the initial result was 15.8 pg/ml, and the repeated result was 28.5 pg/ml. Sample 7: the initial result was 22 pg/ml, and the repeated result was 39.2 pg/ml. Tg results: sample 8: the initial result was 2.3 ng/ml, and the repeated result was 0.8 ng/ml. Sample 9: the initial result was 2.1 ng/ml, and the repeated result was <0.1 ng/ml. Sample 10: the initial result was 2.3 ng/ml, and the repeated result was 0.5 ng/ml. The samples were repeated because qc failed.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The measuring cell and pinch valve were replaced, and checks were performed during troubleshooting. The investigation is ongoing.